Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID neu_recharger_acc, serial # unknown, product type recharger. Implantable neurostimulator: (B)(4).

Event description:
The consumer reported discomfort during charging. The implantable neurostimulator (ins) was too hot. The ins site was getting hot after 15 minutes into the recharge session. They would have to stop, take a break and then try again, and the same thing would happen. This resulted in taking longer to recharge. They place the implantable neurostimulator recharger (insr) antenna over the patient¿s nightgown; there wasn¿t anything else placed over it when charging. The consumer did not see the thermometer icon when they charge. The patient had met with the manufacturing representative who suggested replacing the antenna. It was being replaced. The consumer noticed that the ins site becomes hot after 15 minutes of recharging more than two months ago, but noted that it had gotten worse over the last month. It was also noted that the patient mentioned having been hospitalized all of last year and had lost a lot of weight. The ins was now closer to the surface and could be contributing to issues of burning and coupling. Additionally, the consumer reported recharging too often. They had been charging once a week, and were now having to charge every three days. The consumer a lso reported that the insr was not functioning, burning skin after five minutes of putting the recharger on. This began about two to three months ago. Indication for use included non-malignant pain, and post lumbar laminectomy syndrome.

Event description:
The patient reported that the new recharger resolved the charging, burning and coupling issues. This also resolved the recharging frequency of going from once per week to every three days, as well as duration due to heating. No further actions were planned. The patient's hospitalization last year was not related. Regarding what was causing the heating, the implantable neurostimulator (ins), recharger, or antenna, the patient stated 'no'. The patient later indicated unknown, regarding the cause of the heating/burning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.